Event description:
During a posterior/anterior cervical compression with fusion fixation procedure, the surgeon was inserting the zero-p implant into the disc space of the patient and it broke apart. The implant broke into 2 pieces, the broken implant was placed onto the back table and the surgeon used another implant to complete the procedure. There were no broken pieces to retrieve from the patient and the procedure was not prolonged by this event.

Manufacturer narrative:
A product development event evaluation was conducted. The peek spacer had some material sheared outward in the anterior/inferior region of the connection interfaces. This was probably due to the forces which separated the peek from the titanium. The implant is designed to have a semi-rigid connection between the interbody plate and spacer. The intent for this design was to decouple the interbody plate from the spacer, so the interbody plate could perform similar to an anterior interbody plate, and the spacer could perform similar to an interbody spacer. This "decoupled" design scheme is meant to minimize the stress between the interbody plate and spacer. Thus, the interbody plate and spacer were designed as separate parts that have complimentary mating features that are keyed to only assemble in one direction. In addition, the hole prep and screw insertion instruments are designed to insert screws within a specific range. If these instruments are misused outside of the range, it could create an environment that could cause the interbody plate to separate from the spacer. As a result of the design, the spacer can dissociate from the interbody plate if it is mishandled and loads are applied to each part in opposite directions and in the orientation of the keyed interconnection. The implant is most susceptible to this occurrence during implantation if uneven insertion forces are applied to the interbody plate and spacer. Dissociation could also happen if the hole prep and screw insertion instruments are used outside of the recommended screw insertion angle ranges. The risk of dissociation in the patient post-op is low because the interbody plate and spacer are loaded in the same directions in the spine. The implant design does allow it to be reassembled if it dissociates if the surgeon chooses to do so, however the most conservative solution is to use a new implant.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.